Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and event were not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 2022, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided new information regarding the event. The device was never implanted into the patient. The reported rupture occurred prior to implantation on october 21, 2022. As such, the date of event was updated as october 21, 2022. Per the previous information, the event description has been updated with the following: the implant ruptured during a primary breast augmentation surgery prior to being implanted into the patient. No adverse events or patient consequences were reported. As the event did not result in any patient consequences or adverse events, the following information was also updated: patient identifier: n/a. Type of reportable event: malfunction. On november 24, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view, measuring approximately 1.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).